Event description:
A customer reported a troponin I pt result of 2.8ng/ml to the floor prior to repeat testing. Upon retest the sample result was 0.036ng/ml. Elevated results of this magnitude reported to a physician might initiate cardiac catheterization. There was no report of pt harm as a result of this event.